Event description:
Additional information received noting that the intervention was taken to possibly reduce seizures and the increased seizures was due to stimulation and possibly other external factors. The increase was below pre-vns baseline levels and the intervention taken was adding medications and adjusting the vns. The patient also underwent a battery replacement and the explanted generator was discarded.

Event description:
It was reported that the patient is experiencing an increase in seizure frequency. The patient was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.